Event description:
Patient reported being concerned that infusion device was not delivering insulin accurately. Patient indicated that she replaced the batteries and piston rod, but the device continued to deliver inaccurately. Patient indicated that she could visually see that the device was not delivering insulin while in the "run" mode. Patient indicated that one occasion, she could see the device deliver and "just shoot the insulin out." Patient indicated that she had experienced erratic blood glucose readings and had discontinued the use of the device. Patient indicated that she had noticed insulin leaking from the insulin site. Patient indicated that she did not allow insulin to warm to room temperature prior to use.